Manufacturer narrative:
No patient involvement was reported. Date of event was reported as (B)(6) 2017. It is not known if this is the date of device breakage or the date it was detected. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(6). Manufacturing date: sep 02, 2009. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported upon receipt of the loan set from the distributor on (B)(6) 2017, it was noted the tip of the drill bit is broken. No surgical delay or patient involvement reported. This report is for one (1) drill bit this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. Article 03.010.103 lot 2520474. We have received a drill bit for investigation. The visual inspection has shown that approximately 2 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additionally it is clearly visible that the cutting edges are worn out and strongly damaged. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The used material was stainless steel 440 a as required. The measurements of the hardness after the hardening procedure were between 52.4-54.2 hrc also within the specification of 52 +3/0 hrc. This lot of (B)(4) pieces was manufactured in september 2009 and we are not aware of any other complaint with this article- and lot combination. Based on these findings we exclude any manufacturing related issue. Measurement outer diameter ø3.2: gage: 3-03-17585, tolerance ø3.2 0/-0.03, result: ø3.18 "pass." Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.